Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to a blood infection.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.